Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to replicate the failure. The fse performed calibration and passed all functional and safety testing. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit was not inflating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.